Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. The broken helix and tube part were sent outside of the catheter. During physical investigation the helix was broken at 12 cm distance from the tip of the catheter. The tube had a strong kink at 20.5cm from the tip of the catheter and was broken at 6.5cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. The reported noise was not observed during investigation due to helix break it was not possible to run the catheter. Therefore, the investigation is confirmed for the broken helix. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower extremity iliac artery lesion via the contralateral femoral artery approach, the device allegedly had fracture. It was further reported that the device had abnormal sound. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the left lower extremity iliac artery lesion via the contralateral femoral artery approach, the device allegedly had fracture. It was further reported that the device had abnormal sound. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.